Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis completion: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ cyst - ndr: unable to observe since it is not related to the device. ¿ deformation: observed ¿ rupture: no observed no further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "rupture". The event was confirmed via MRI. Later healthcare professional reported "deformity", "fibrocystic mastopathy with apparent increasing proteinaceous character of the majority of documented cystic findings and ectatic fluid-filled ducts" and "cyst-like lesion" via operative report. This record is for the right side. Device was explanted.